Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges dizziness, headache, nausea, vomiting, and lung disease. Medical intervention was not specified. The patient additionally alleges coughing and congestion every morning following use of the device. The patient also alleges kidney problems following use of this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.